Event description:
Caller reported discrepant results between the inratio and the lab. The caller noted that this was a hospice and patients are coming out of the hospital. Some of them are on lovenox and heparin but did not know which ones. None of the pts are anemic but no other pt information was provided.

Manufacturer narrative:
Investigation pending.